Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
The report states, "customer has reported that a clip came off the left saphenous vein. Patient wound had been closed but they noticed a bleed before patient left the theatre, patient wound was reopened and found clip no longer on the vessel. They placed a further clip to ligate vessel". Additional information received states, the clip fell into the pericardium/heart and was retrieved. The bleeding was severe, as the clip came off from the vein branches, resulting in significant bleeding". Further information received states the intervention to control the bleeding was to "reapply the liga clip to the bleeding vessel if applicable/stitch the bleeding point". No blood transfusion was required. The patient's current status is reported as "discharged to home".